Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that ever since they were implanted, they have been having severe pains in both of their hips and low back. Patient stated that they had an x-ray and CT scan and were told that they have regenerative nerve damage. Patient also stated that it was hard for them to even walk. Patient mentioned that they ended up in the hospital because they were in such pain that they could hardly even walk or laid down because it hurt so bad so they were told to have their family doctor see about getting an MRI. Agent reviewed MRI compatibility with the patient and redirected patient to their healthcare provider (hcp) to further address the issue. Patient has an appointment with their managing hcp on (B)(6) and another appointment on (B)(6). Patient also reported pain at incision site.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the medtronic device/therapy/procedure was not the causal or contributory with respect to the regenerative nerve damage. The hcp also confirmed that the hospitalization was not related to the device or therapy.